Event description:
Per the clinic, an infection had developed at the implant site, exposing the receiver/stimulator. The patient was treated with antibiotics (specific type, date and duration not reported). Subsequently, the device was explanted on (B)(6) 2024. During the procedure, the wound was cleaned and debrided. There are plans to re-implant the patient with another cochlear device however, this has not occurred as of the date of this report.